Manufacturer narrative:
The event of lymphadenopathy and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture grade unknown and rupture.

Event description:
Patient representative reported right side "rupture", "moderate pain", "sleep disturbances", "mild fever", "significantly elevated inflammation values", "deformation", "swollen lymph nodes in the armpit area", "depression and anxiety due to risk of bia-alcl", "formation of lumps", "silicone-enriched lymph nodes", "capsular fibrosis with evidence of silicone, foreign body-type inflammatory reactions, and extensive xanthomatous inflammation". The device was explanted without replacement.